Manufacturer narrative:
Concomitant medical products: catheter model # 8709sc lot # n228143006 implanted (B)(6) 2010 explanted unknown; pump segment revision kit model # 8596sc lot # n236008005 implanted (B)(6) 2010; programmer model # 8835 serial # (B)(4); programmer physician 8840 unknown serial number.

Event description:
Additional information noted that the health care professional mixed up commas and points because the dose percentage change didn't come out right.

Manufacturer narrative:
(B)(4).

Event description:
When the health care provider (hcp) programmed the bridge bolus for a concentration change, the new concentration was entered incorrectly into the programmer. The previous concentration of dilaudid was 6 mg/ml. The new concentration was 15mg/ml. The bupivicaine concentration remained the same at 20mg/ml. Per the reporter, the bridge that had been running for 2-5 minutes was stopped and everything reprogrammed back to what is was previously. No patient symptoms were reported.